Manufacturer narrative:
Unit alarmed no motor movement or negligible movement. Retries to free a stuck motor failed during the rewind due to corroded motor. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion due to pump error 38. Per visual inspection found traces of corrosion on the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed alarm. The customer¿s blood glucose was 389 mg/dl at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump and also able to passed the self test but not able to passed the displacement verification test. The insulin pump will be returned for analysis.